Event description:
Broken frame at weld during normal use. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - kel - retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model ct6a, serial number/date code (B)(4) was approximately 1 year 10 months old at the time of the incident. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the frame on the ct6a wheelchair broke at a weld, during normal use. Swing away arms were added to the wheelchair for the consumer as he is extremely independent and active. A replacement wheelchair was sent out on order #(B)(4). The original ct6a has not yet been returned to invacare for an inspection and evaluation. The wheelchair is at the dealer and will be shipped back when a new RMA number is issued for the return. No injury is alleged.